Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
An event involved a spinning spiros closed male luer, red cap where it was reported that the spiros had ¿popped off¿ the syringe and the spiros end came detached from the syringe during the push administration of doxorubicin, which is a somewhat viscous substance. The event prior to this one was the same type of event with the same drug. It had at least 3 issues lately with the spiros either leaking or disconnecting from a syringe when doing an IV push of doxorubicin. The event occurred during infusion. The product was not available for evaluation. There was patient involvement with no patient harm.